Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use of the right ventricular (rv) lead and right atrial (ra) lead the patient had multiple ventricular tachycardia (vt) non-sustained, ventricular sensing and high-rate non-sustained episodes due to rapid sensing. The rv lead was originally programmed tip to coil for right ventricular (rv) sensing and there was thought that potentially there was contact between the rv coil electrode and the deactivated leadless implantable pulse generator (ipg). The rv lead was reprogrammed tip to ring sensing but episodes continued. It appeared there was very small baseline noise observed possibly on both rv tip to ring and right atrial (ra) lead tip to atrial ring. It was also noted that the ra lead exhibited high thresholds. No signs of impedance variation. Electrogram (egm) was reviewed and noted that likely there may be oversensing due to electromagnetic interference (emi). Additionally, it was noted there was a change in sensitivity between two remote transmissions for both the ra lead and rv lead. The rv lead, and ra lead remain in use and the leadless ipg remains deactivated. It was further reported that the device exhibited pacing inhibition for 1-2 seconds during morning hours. By re-programming rv sensitivity this mitigated the issues. Low frequency emi observed when patient touching certain light switches at her home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory had an observation relating to pacing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.